Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, crease fold, deformation, wear abrasion and cloudy color in the gel. After autoclave cycle was observed: voids. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported left-side, "reoccurring infection and mastitis around the implant, swelling, hot to the touch," and "hard, & red." Patient additionally reported "ultrasound shows little cyst or pocket;" this event is not related to the device, and ¿expressed concern for bia-alcl, but confirmed they do not think they have the symptoms¿ . Device has been explanted.

Manufacturer narrative:
Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring result were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of (B)(6) 2017 through (B)(6) 2019, was noted an outlier in (B)(6) 2018. An additional analysis was performed to determine any pattern or any similarities relation between pr¿s involved. It was found that some sealers and sterilizer were involved in more than one occasion, however, calibrations, maintenance and validations of the equipment involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to costa rica manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Patient reported left-side, "reoccurring infection and mastitis around the implant, swelling, hot to the touch," and "hard, & red." Patient additionally reported "ultrasound shows little cyst or pocket;", this event is not related to the device, and ¿expressed concern for bia-alcl, but confirmed they do not think they have the symptoms¿ . Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on (B)(6) 2018. A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(4) was manufactured under controlled conditions in accordance with allergan medical procedures. Seal strength results were acceptable. Environmental monitoring and increased monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. During the trend review of all infection complaints for the period of oct 16 through sep 18, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to (B)(4) manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to "reoccurring infection." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left-side, "reoccurring infection and mastitis around the implant, swelling, hot to the touch," and "hard, & red." Patient additionally reported "ultrasound shows little cyst or pocket;", this event is not related to the device, and ¿expressed concern for bia-alcl, but confirmed they do not think they have the symptoms¿ . Device has been explanted.